Manufacturer narrative:
The customer reported that the central nurse's station (cns) froze. The customer stated that they had never performed a system reboot. He was advised to reboot the system once every quarter to avoid this problem in the future. He was also advised to check the health of the hard disk drives (hdd) and call back if they have any further issues.

Event description:
The customer reported that the central nurse's station (cns) froze.